Event description:
It was reported that one day post-implantation of the lvad, the patient presented with increasing chest tube output due to bleeding in the pump pocket, internal mammary artery (ima) and sternum. A re-exploration of the chest was performed to repair the bleeding. Patient was also transfused. It was reported that the bleeding resolved and the patient recovered.